Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was evaluated and it was observed that the device had a damaged housing (missing pieces) and was not functioning properly. Evidence suggests this was due to handling issues at the customer site. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a foot control device in which it was observed that the product was not ¿engaging completely" and ¿did not work". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in surgery or if a spare device was available. The exact occurrence date was unknown. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to contact the reporter of the complaint to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.